Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continues running after stop key is pressed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom which was not confirmed or reproduced. The device was tested with the pump running and then stopping the pump did not result in the motor continuing to run when the stop key was pressed. No related device malfunction could be identified and the pump was found to perform as expected. Review of the history log found that the user had a downstream occlusion followed by the pump going entering sleep mode which would indicate the user turned the pump off during the alarm. When a downstream occlusion occurs and the motor/cam mechanism initiates a backward movement, the pic motor controller enters hold mode. This mode prevents the motor from moving backwards due to the downstream pressure exerted from the occlusion condition. When there is sufficient pressure to push the mechanism backwards, the motor engages to move the motor back to the original position, and then will disengage. If the pressure again moves the motor backward, the motor is again turned on to maintain the current position. This cycle may continue for an extended period as long as back pressure still exists (due to the occlusion). The constant repositioning of the mechanism using the motor may produce a sound that could give the false impression that the motor and cam mechanism is continuously moving forward and pumping fluid, when in fact there is no progressive movement of the motor and cam mechanism or fluid delivery. Hold mode will continue, even when turned off with ac plugged in (sleep mode), until the pressure is released or until the pump is turned off and unplugged. Activation of this mode in sleep mode could give the user the impression that the motor/cam is running and pumping fluid while turned off, when it actually is not. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be reportable. Manufacturer report number 1314492-2015-05224 can be removed from the FDA database.